Manufacturer narrative:
The device has not yet been received for evaluation. Should new relevant information be received, a supplemental form will be completed.

Event description:
It was reported that the customer received multiple occlusion alarms. Customer had elevated blood glucose levels (300 mg/dl). Fill tubing was performed and found occlusion was coming from cartridge or tubing. Customer was unable to perform complete troubleshooting.